Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to verify the critical pump error or download the pump due to a blank display. The motor assembly and battery tube were received corroded. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window and case. The pump failed leak the test. The pump leaked at a crack on the back of the case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A follow up call was made to the customer per doctor's request and the customer reported that the insulin pump gave a critical pump error alarm after swimming on the beach. The customer stated there is no visible damage or scratches. She stated that she secured the device properly before swimming. Blood glucose value was 7 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.